Manufacturer narrative:
The analysis was based on the inspection of the returned lead fragment, a scanning electron microscopy (sem) of the fractured edges of the svc coil, and an analysis of the available radiographic images. Upon receipt, the lead under complaint with unknown serial number was found cut approx. 52 cm proximal to the lead tip. Only the distal fragment was returned for analysis. In the course of the visual inspection, the fragment demonstrated multiple extraction damages. Cuts in the insulation and a deformed fixation helix were noted. The insulation was torn up in several regions. The conductor cables were partly pulled out of their lumens. The inner coil was stretched and the lead body showed a wavy deformation. These findings most likely resulted from tensile forces which were applied during the extraction procedure. Furthermore, calcified tissue residuals were found, in particular around both shock coils. It is reasonable to assume that the lead was significantly ingrown. Further inspection of the lead fragment confirmed the reported observation of a fractured svc coil 21 cm proximal to the lead tip. The welding points of the svc coil were investigated, showing no deviations from the technical specifications. The fractured ends of the svc coil were analysed with sem. The structure of the edges demonstrated signs of a sudden breakage. Furthermore the x-ray images were inspected. The image that was taken before the atrial lead revision did not show any peculiarities. The svc coil appeared to be intact. On the x-ray image taken one day after the atrial lead revision, the svc coil was clearly fractured in its proximal region. This fact corroborates the assumption of a sudden fracture of the svc coil. Based on the available information it is highly likely that the svc coil was damaged during the atrial lead revision. It cannot be excluded that the presence of severe ingrowth in the area of the svc coil was contributory as well. In conclusion, the analysis confirmed the observation of a fractured svc coil. An in depth analysis of this damage did not reveal any sign of a material or manufacturing problem. It is assumed that the presence of significant ingrowth led to damage during the atrial lead revision, resulting in a fracture.

Event description:
Ous MDR - it was reported that this right ventricular lead was explanted due to shock impedance out of range and a breakage of the svc shock coil noted on x-ray. There was a revision of the atrial lead one day before. Biotronik has no details about the atrial lead. The ventricular lead was replaced and fragments of the explanted lead were received for analysis. Unfortunately, the serial number could not be identified.